Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their air flow sensor failed. A quote was sent to the customer but later cancelled after 30 days with no response from the customer. No work was performed by philips. A quote was sent to the customer but later cancelled after 30 days with no response from the customer. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the air flow sensor failed. It is unknown at this time if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their air flow sensor failed. Onsite service is currently pending.